Event description:
It was reported that intermittent ongoing occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction injection via multiple daily injections and cleared the alarm to resume insulin delivery.